Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: red encapsulation in the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to (B)(4): covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I/ii, palpitation and malposition.

Event description:
Patient reported "implant rupture and capsular contracture - baker grade I-ii, diagnosed by ultrasound, mammography and palpitation" device has been explanted. This relates to the right side.